Event description:
The patient contacted lifescan alleging that their one touch basic enhanced meter was prompting the insert test strip message. The medical affairs specialist left a voicemail message for the patient twice. A letter will be sent to the patient. The patient took oral medication for diabetes. Patient contacted emergency services and was treated with an IV. No information regarding when the patient had last tested with the meter was provided. The patient's diabetes medication regimen is unknown. No results obtained by emt were provided. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the meter. The customer care representative reviewed correct testing technique with the patient. The insert test strip prompt issue was not resolved. Due to the unresolved test strip prompt issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.